Event description:
Individual was sitting on rollator and when he attempted to get up, the right front wheel fell out causing him to fall and injured himself. Individual was transported to the hospital where he received 5 stitches.